Event description:
As reported by a qual rep, after dropping of the auto expansible stent, the remove of the pusher tube has entailed the complete remove of the stent in the introducer. No consequences to the patient.

Manufacturer narrative:
Additional information indicated that the smartflex stent was implanted in the external iliac. The sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force applied or resistance felt during deployment of the stent. The procedure was completed by implanting another stent at the lesion. There was ¿no particular¿ calcification or vessel tortuosity. The product was stored, handled and prepped per IFU. There was nothing unusual noted about the stent delivery system prior to use. The patient is doing fine. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a peripheral interventional procedure involving an 8 x 100mm smart flex stent, the site reported that ¿after dropping of the auto expansible stent, the remove of the pusher tube has entailed the complete remove of the stent in the introducer¿. The procedure was completed with the deployment of another stent and with no reported patient injury. The site reported that the procedure was performed via a contralateral approach. The target lesion was located in the external iliac artery and was described as having ¿no particular¿ calcification or vessel tortuosity. The product had been stored, handled and prepped according to the instructions for use. In addition, the device was noted to have been undamaged prior to use. The site reported that ¿after dropping of the auto expansible stent, the remove of the pusher tube has entailed the complete remove of the stent in the introducer¿. Attempts to obtain further details about the nature of this event have been unsuccessful. No unusual force had been applied and no resistance encountered when advancing the device towards the lesion or during the deployment of the stent. The procedure was completed with another stent with no reported patient injury. The product was not returned for analysis. A device history record (DHR) review was performed and showed that the lot of products met all specification prior to release. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on the DHR review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.